Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). On 30 september 2019, a zimmer biomet certified service repair technician was contacted about the cart and dispatched to be at the site. On 3 october 2019, the technician arrived at the site and confirmed that the smell was coming from a newly installed vacuum pump. The technician ran the vacuum pump to burn off the smell and pro-actively replaced the carbon filter then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. The root cause for the strong electrical burning smell was due to a newly replaced vacuum pump. When replaced, the vacuum pump can emit an odor that when run continuously, will dissipate over time. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the vacuum pump was run and the carbon filter was pro-actively replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been evaluated by an external contractor and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the cart had a strong electrical burning smell to it. The cart has recently had the vacuum pump replaced. The event timing was prior to surgery and did not result in harm or injury. No adverse events were reported as a result of this malfunction.